Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (lot: 0012873639); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve via left femoral access, an unspecified "leak" was observed and mechanical compression was initiated. Following the implant of the valve, the patient's condition worsened and cardiopulmonary arrest occurred. Resuscitation maneuvers were performed for approximately 60 minutes; however, the patient died.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve via left femoral access, an unspecified "leak" was observed and mechanical compression was initiated. Following the implant of the valve, the patient's condition worsened and cardiopulmonary arrest occurred. Resuscitation maneuvers were performed for approximately 60 minutes; however, the patient died. Additional information was received that the "leak" referred to a dissection that occurred at the time of the femoral puncture where there was extravasation of blood. Compression was done and evaluated by the vascular doctor who informed that the procedure could continue. The dissection was located at the right femoral at the puncture site, head of the femur. There was blood leakage by transfixation of the femoral artery. According to the physician, the valve, delivery catheter system (dcs), guidewire and sheath did not contribute to the dissection. Per the physician, the cause of death was hypovolemic shock / femoral dissection. Per the physician, the valve and dcs can be excluded as contributing to the cause of death. Per the physician, the death was caused or contributed by the patient's underlying medical history. More specifically, the patient was frail with comorbidities, hypertension, diabetes and obesity. Additional information was received that according to the physician, the cause of the dissection could have been a calcification or a pre-existing disease, a clotting factor, or a puncture transfixation.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the "leak" referred to a dissection that occurred at the time of the femoral puncture where there was extravasation of blood. Compression was done and evaluated by the vascular doctor who informed that the procedure could continue. The dissection was located at the right femoral at the puncture site, head of the femur. There was blood leakage by transfixation of the femoral artery. According to the physician, the valve, delivery catheter system (dcs), guidewire and sheath did not contribute to the dissection. Per the physician, the cause of death was hypovolemic shock / femoral dissection. Per the physician, the valve and dcs can be excluded as contributing to the cause of death. Per the physician, the death was caused or contributed by the patient's underlying medical history. More specifically, the patient was frail with comorbidities, hypertension, diabetes and obesity.